Event description:
Surgeon reports that clip did not launch, the applier misfired and jammed. No pt injury or intervention reported.

Manufacturer narrative:
Samples received for evaluation. A follow-up report will be submitted pending the completion of the investigation.